Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product 4068-45, lead, (B)(6) implanted: 1998(B)(4).

Event description:
It was reported that the patient felt pocket stimulation. It was also reported that a lead warning occurred on the right ventricular (rv) lead due to a polarity switch and measured low impedance. The lead was reprogrammed to bipolar mode and lead monitor was programmed to monitor only. The lead remains in use. No patient complications were reported as a result of this event.